Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 151-152 mg/dl. Reportedly, the customer changed the pump supplies prior to the report with tandem technical support, therefore, no troubleshooting could be performed to determine a root cause.